Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system generated noise/oversensing on the atrial channel which was suspected to be related to passive minute ventilation (mv). Additionally, high out of range atrial impedances were noted on remote monitoring data. Boston scientific services sent options and recommendations to troubleshoot these observations. No resulting adverse patient effects were stated, no intervention intentions have been communicated and no atrial lead nor implant dates were provided.